Event description:
Patient was revised to address poly wear. A periprosthetic fracture and loosening of the femoral component at the cement/bone interface were also reported; however it is reasonable to conclude that the product did not cause or contribute to the periprosthetic fracture approximately 7 years after implantation, and the loosening cannot be attributed to depuy product because the manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required was not provided. Radiographic information was not available for examination. The investigation could not draw any conclusions regarding the reported device wear without device examination. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.